Event description:
It was reporting that following placement of a chest drainage catheter, the catheter broke inside the patient. The patient had a 14f vansonnenberg pigtail drainage catheter placed in the right pleural cavity. While moving the patient, the chest tube was pulled out and later revealed it had been broken and that part of the device remained inside the patient. The patient was transferred to another hospital for treatment.

Manufacturer narrative:
(B) (4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)